Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had power issue and offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had power issue and offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes and device manufacture date upon investigation of the actual device used in this incident, it was determined that the station was blank and not turned on. A field service engineer (fse) checked the wall plug voltage and disconnected the pyxisbus from all cabinets. Fse launched station the pyxis application, and troubleshooting was performed by isolating cabinets. Aux1 was identified as the issue. Further isolation revealed aux1 half height drawer 3.1 was the culprit. All cables were checked, the drawer control board was replaced, all cabinets were reconnected, and the station resumed normal operation. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station had power issue and offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.